Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that guidewire entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for the endovascular therapy procedure. The ranger balloon catheter was inserted onto the guidewire and delivery was attempted, but there was resistance a few centimeters from the tip of the balloon and the catheter became entrapped on the guidewire. The catheter and the guidewire were able to be removed separately. Another of the same device was used to complete the procedure successfully. There were no patient complications reported.